Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the insulation damage on the instrument conductor wire to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation, the insulation was lifted-off and still attached. The instrument passed electrical continuity test. An additional observation not related to the customer reported complaint was also identified: the fenestrated bipolar forceps instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley.

Event description:
It was reported that the fenestrated bipolar forceps (fbf) instrument had a broken cable. The procedure was completed with no reported injury.